Event description:
It was reported that arteriotomy closures of both common femoral arteries were attempted with two proglide devices on each side with a 6f sheath, using a pre-close technique, prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, during advancing the needles of the four proglides to the suture, resistance was felt and the needles all bounced. When the plungers were pulled back, no sutures were attached. Two additional proglide devices were used on each side with the same results. Two proglide devices from a different lot number were used on each side for successful suture placement. The sheath was upsized to 20f and the pevar procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of proglide devices 9-12. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other seven proglide devices are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Because the plunger, link, needles, and cuffs were not returned, the reported resistance felt when advancing the needle and the reported suture retrieval issue could not be confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.